Manufacturer narrative:
Vyaire complaint #: (B)(4). Results of investigation: the device was evaluated onsite by a third party. The customer reported issue could not be duplicated. All testing passed. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
The customer reported to vyaire medical that the ltv 1200 ventilator has alarm disc sense while on patient. The customer confirmed that there was no patient harm associated with the reported event.